Event description:
The patient was again hospitalized due to increased seizures. She was being medicated to control the seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information received noting that the patient was hospitalized again due to seizures. The patient continues to require intermittent hospitalization. No further information regarding a root cause of the patient¿s seizures has been received to date. No surgical intervention has occurred to date.

Event description:
The patient was admitted to the hospital due to status epilepticus. It was later noted that the patient had a bad seizure and is in a medically induced coma in the ICU. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
F10. Corrected data, initial report: health effect code f08 should have been included.

Event description:
It was reported that the patient was admitted to the hospital for seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Clinic notes were received and note the patient uses her magnet for seizures and she does not come out of the "first seizures" but it is working. It was noted she is still having breakthrough seizures and had been hospitalized for non stop seizures in october, but has since been doing better. No further relevant information has been received to date.